Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient described experiencing pain at the battery site and shocking. The patient was unable to give specific times, but said recently and occurred close to when she fell on the battery. The patient's impedances are all normal, the doctor palpated the battery site and felt all was normal. The doctor told the patient to ice the area and let us know if it doesn't resolve. No further complications were reported. No additional patient symptoms were reported.